Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03673. D10: item# 00434903611; lot# 62803263. Item# 01.04223.042; lot# 2771244. Item# 01.04223.036; lot# 2750846. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is indicated to undergo a revision on an unknown date to receive a custom device due to ligament laxity. No other patient consequences were reported as a result of this event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right shoulder demonstrate a reverse total shoulder arthroplasty with intact glenosphere. Humeral component with proximal extension without evidence for dislocation or subluxation. No fracture seen. Right-sided ribs and lung parenchyma are grossly normal. Subcutaneous emphysema, possibly from recent hardware placement. Overall fit and alignment of the implant is appropriate. Bone quality appears to be adequate. There are no identified/confirmed signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components on the x-ray. There are no other anatomical or implant failures that would lead to revision. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.